Event description:
It was reported that the delta monitor reset on (B)(6) 2013 between 22:25 hours and 22:27 hours. The monitor was found to have no pt data in the trends table or full disclosure when the unit powered back up. It appeared as if the pt had been discharged when the monitor reset. The monitor has reportedly remained in use with no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.